Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor did not flow during infusion. The device had been filled with 1500mg desferrioxamine in 40 ml 0.9% sodium chloride solution. The reporter stated that the issue was noticed after the device had been connected to the patient for 12 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Mfg date: - the device was manufactured july 27, 2016 ¿ july 28, 2016. The device was received for evaluation with approximately 32ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, normal flow was observed from the device. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.